Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the resulting study was reviewed and it was determined that the recorded study was shorter than the duration of the study. There was no patient harm and the last known patient status is reported as being stable. It is stated that the customer did not have any implanted medical devices and the study was performed as an out patient procedure. The study will be repeated. No known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a short study. There was no patient harm and the last known patient status is reported as being stable. It is stated that the customer had no implanted medical devices and the study was performed as an out patient procedure. It is stated that the study will be repeated. The study will be submitted for review but no equipment is being returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.